Event description:
Had cataract extraction with iol (monofocal distance) of the right eye. Have severe blurry and double vision in right eye as of today, (B)(6) 2019; (B)(6) 2017 had cataract extraction with iol (monofocal distance) of the left eye. Have severe blurry and double vision in left eye as of today, (B)(6) 2019. Many f/u appts to remedy this problem. Had 2nd opinion done (B)(6) 2019 and dr suspects "defective / problem cataract implant lens." I was then told (4 eye surgeries later) that there was a small scar tissue on my right eye comes which could be causing the blurry vision. (But this did not explain why the blurry vision in my left eye). I spent the next 3 months (B)(6) 2019 being fitted with a special cornea lens for my right eye. It failed. The blurry / double vision was, and is, still in both eyes; (B)(6) 2019 - 2nd opinion dr did numerous tests. The 2nd opinion dr suspects "defective / problems with the new cataract implants." I was then referred to a cornea specialist to "see if he has any tricks in his bag" to remedy this problem and rule out cornea scar tissue since the scar tissue is very small and that it does not explain why the blurry / double vision in the left eye. This appt is (B)(6) 2019. I asked the 2nd opinion dr if I could have the cataract lens replaced and I was told "it is a risky surgery." FDA safety report ID# (B)(4).